Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported during the fill tubing process, insulin was not observed exiting the end of the needle after a 23 inch fill tubing had been completed. The contact reported the customer's blood glucose level was 200 (mg/dl). Reportedly, the contact noticed the needle was bent. During troubleshooting with tandem technical support, it was recommended that a new infusion set be used to complete the load process.